Event description:
It was reported the patient experienced a loss of therapeutic effect and a change in stimulation. The patient was experiencing incontinence, leaking, urgency, and frequency. The patient had good relief for a while but wasn't getting the same relief. Previously the patient was feeling stimulation in the testicles, perineum and penis and now the patient is only feeling it in the rectal area. The patient described rectal burning and bleeding. Stimulation was "way too high and was over stimulating." A nurse reprogrammed the device sometime within the prior month. The patient was redirected to a physician for the rectal bleeding. The patient turned off stimulation and the rectal bleeding subsided. With the help of the manufacturer's representative the patient later turned stimulation back on, but at a much lower setting. The patient was still experiencing a loss of therapeutic effect. The patient had hip pain. The patient was unable to clarify if he had a fall since the new system was implanted. The patient had a history of black outs, falling, and not remembering. The patient had requested the device be explanted but the patient was still following up with his physician. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the device was reprogrammed 2 times the first week of september. An impedance test found no abnormal impedances. An x-ray found the lead was "moving 1 cm." A new lead was placed (B)(6) 2012. Approximately two weeks after surgery it was reported the patient was doing well.

Manufacturer narrative:
Product ID 3889-28, lot# v876552, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v876552, serial#, implanted: 2012 (B)(6), explanted: product type lead; product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient; (B)(4).